Event description:
It was reported that after 18 joules and 3:57 minutes of fiber use during a photoselective vaporization of the prostate procedure, the fiber displayed an error code indicating that the fiber overheated and needed to be replaced. The fiber was replaced to complete the procedure. There were no patient complications. The fiber was returned and analysis identified a break in the fiber body.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob. It is probable that manipulation during set-up or use like excessive manipulation/rough technique of the fiber contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.